Event description:
It was reported that the patient experienced dyspnea. It was further reported that the right atrial (ra) lead exhibited a low impedance warning and undersensing on electrograms (egm). At device classified termination of events arrhythmia appears to continue. The ra lead remains in use. No further patient complications have been reported as a result of this event.